Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and noise. It was also reported that there was an insulation breach in the ra lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.